Manufacturer narrative:
(B)(4). UDI#:(B)(4). The customer returned one peel-away sheath for analysis. Definite signs of use in the form of biological material were observed on the sheath. Visual analysis revealed that one tab was separated from the extrusion. The other tab was intact. A portion of the sheath extrusion was still molded within the intact tab. It was additionally noted that the extrusion was torn down both score lines. The appearance of the tear at the score lines was not smooth, which is not intended. The overall length of the peel away sheath measured 2 3/4" which is within the specification limits of 2 5/8- 2/78" per the sheath product drawing. The inner and outer diameters of the sheath could not be accurately measured due to the condition of the returned sample. A device history record review was performed, and relevant findings were identified. Two non-conformances were created for part number eb-01052-002 with batch 34c23k0189 regarding the "peel-away sheath tears incorrectly" failure. At this time, it cannot be confirmed if these findings are relevant to the reported event. The customer report of a sheath tab broken off was confirmed through investigation of the returned sample. The sheath extrusion was torn directly adjacent to the tab hub. A portion of the extrusion was still present within the tab. Based on the customer report and the sample received, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that: "handle of the sheath broke off during insertion. The break of the handles happened immediately after cracking the handles." The patient was reported as fine with no reported harm or consequences. Associated complaints (B)(4).